Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3093-28, lot# v056304, implanted: (B)(6) 2008, product type: lead.

Event description:
The healthcare professional reported the patient needed a shoulder scan but mentioned that the patient had the system explanted in 2010. It was stated the part of the lead fractured during the explant and was still in the patient. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.